Manufacturer narrative:
One infusion pump has been returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection of the pump found it to have a damaged screen and front housing. These were then replaced. The reported customer complaint has not been confirmed. But additional issues noted.

Event description:
It was reported that the device was in use with patient for infusion. The infusion was treatment for pulmonary arterial hypertension (drug name not provided). The reporter stated their first pump (pump 1 - serial number (B)(4) gave an "error" alarm. The reporter stated that their second pump (pump 2 (B)(4)) gave an "occlusion" alarm. No adverse effects to patient reported. Refer to related file 3012307300-2019-00977 (pump 1- serial number (B)(4)).